Event description:
It was reported that the patient experienced chest pain, diaphoresis and recurrent atrial arrhythmias post-implant. Lead perforation with small pericardial effusion was noted. The lead was successfully repositioned. The patient was doing well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).